Manufacturer narrative:
Date of event: (B)(6) 2020 .(B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that while in use, the ventilator shut off with an error code blower temperature high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found that the fan filter and air inlet filters were occluded. The customer was advised that the filters are to be inspected/replaced every 250 hours per the user's guide and not just as part of an annual preventative maintenance. The customer was advised to replace the filters prior to returning the unit to use and perform a performance verification test.

Manufacturer narrative:
G4:09feb2021. B4:09feb2021. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.